Manufacturer narrative:
This product is registered as a combination product.

Event description:
Related manufacturer reference number: 2017865-2021-09449 it was reported that the patient presented in clinic for a follow-up. Upon review, it was discovered that the right atrial lead and the right ventricular dislodged due to twiddlers syndrome. It was also noted that the right ventricular lead exhibited noise. No intervention was performed. The patient was in stable condition.